Manufacturer narrative:
(B)(4): it was reported that the patient underwent exploratory laparotomy, lysis of adhesions and repair of recurrent incisional hernia on (B)(6) 2006. The patient experienced the complications of severe abdominal adhesions.(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on 03/03/2000 and a mesh was implanted. That patient experienced recurrent ventral hernia and deterioration throughout the anterior abdomen. Following insertion the patient experienced pain, erosion of her internal bodily tissue, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, organ perforation and other outcomes. The patient has undergone multiple surgeries and revisionary procedures. The patient underwent exploratory laparotomy with lysis of adhesions, repair, and hysterectomy on (B)(6) 2006. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 07/08/2016.